Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy2932 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the PICC was removed after 2 months of difficulty flushing the catheter at home by the patient and wife. It was stated this ¿PICC has had problems from the beginning; you can even see where it was kinked after removal¿. The PICC was placed (B)(6) in the right brachial vein, external length evl 1cm, PICC trimmed to 39 cm and reported to be a straight-forward insertion confirmed with 3cg. The PICC was removed (B)(6) and was used mostly at home for IV antibiotics. It was stated the patient was not harmed, but it¿s stated the PICC kinked around the axilla additional information received 8/12/2020: homecare maintained the line at patient¿s home, so unsure of what type of securement was used.

Event description:
It was reported the PICC was removed after 2 months of difficulty flushing the catheter at home by the patient and wife. It was stated this ¿PICC has had problems from the beginning; you can even see where it was kinked after removal¿. The PICC was placed 5/5 in the right brachial vein, external length evl 1cm, PICC trimmed to 39 cm and reported to be a straight-forward insertion confirmed with 3cg. The PICC was removed 8/5 and was used mostly at home for IV antibiotics. It was stated the patient was not harmed, but it¿s stated the PICC kinked around the axilla additional information received 8/12/2020: homecare maintained the line at patient¿s home, so unsure of what type of securement was used.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be due to kinking of the catheter. One 4 fr dl powerpicc catheter was provided for evaluation. The catheter appeared to have a compressed region near the 5 cm depth mark. A kink was near the 9 cm depth marker. Two sharper, creased kinks were present at the 12 and 13 cm depth markers. Microscopic observation of the kinked regions revealed material wrinkling and material whitening. The catheter was cut near the 10 cm depth marker in order to measure the wall thickness from an undamaged region. The wall thickness and lumen wall distance were found to be within manufacturing specification. The event description indicates the device was in use for over 60 days which suggest a manufacturing related root cause is unlikely. The kinking of the catheter is a likely contributed factor to the difficulty flushing and may have been caused by the placement and securement of the catheter. Since multiple kinks on the catheter were observed, the complaint is confirmed. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redy2932 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.